Event description:
The access tip from the bottle broke off in the valve. The access tip could be removed, the valve is intact. Tw notice sent requesting location of drain. Per customer response: location of catheter? Chest (pleura). Was there any leakage? No. How was the access tip removed? With your fingers. Was additional medical intervention required? If yes, specify. No.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or samples that display the reported condition were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for lot 0001296336 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A review of machine records verified that all preventative maintenance was performed according to procedure. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The access tip from the bottle broke off in the valve. The access tip could be removed, the valve is intact. Tw notice sent requesting location of drain. Per customer response: location of catheter? Chest (pleura). Was there any leakage? No. How was the access tip removed? With your fingers. Was additional medical intervention required? If yes, specify. No.